Manufacturer narrative:
Concomitant products: 6x38 mm covered stent (jo stent, abbott vascular, (B)(4). Medications: heparin - intra, aspirin - post, clopidogrel - post. According to the publication by schellekens et al; superior mesenteric artery stent fracture leading to recurrent mesenteric ischemia, approximately 2 months after a patient was treated with three 7x24mm palmaz blue stents in the superior mesenteric artery (sma), computed tomographic angiography (cta) showed a false aneurysm and a type IV stent fracture of the proximal stent. The patient was treated by implanting a non-cordis covered stent and at one year follow up showed no signs of recurrent stenosis. One year prior to treatment with the palmaz blue stents, the patient underwent placement of an express sd stent of the celiac trunk for proven chronic mesenteric ischemia (cmi). At 10 months, the patient was admitted to the hospital for ongoing cmi. Percutaneous recanalization of a long-segment occlusion of the sma was performed and three balloon expandable stents (palmaz blue) were placed. The total length of the stents was approximately 6mm. At two months, abdominal cta showed a false aneurysm of the proximal sma, a hemodynamically significant stenosis and a fracture of one of the sma stents. A covered stent was then implanted. After this procedure, abdominal complaints decreased. Abdominal cta performed 1 year after this procedure showed no signs of recurrent stenosis of the sma stent and successful exclusion of the false aneurysm. The products remained implanted in the patient; therefore, were not returned for analysis. Without a lot number a DHR could not be performed. Without return of each device for analysis the reported issues could not be confirmed and the exact causes could not be determined. There are multiple factors that can contribute to stent fracture. Biomechanical forces such as flexion, torsion, compression, and elongation. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the vessel may also contribute to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Stenoses in stents are usually treated with intrastent angioplasty or placement of a second stent. In this case, a graft stent was the treatment of choice. An aneurysm is a bulging, weakened area in the wall of a blood vessel resulting in an abnormal widening or ballooning greater than 50 percent of the normal diameter (width). An aneurysm may occur in any blood vessel, but is most often seen in an artery rather than a vein. An aneurysm may be caused by multiple factors that result in the breaking down of the well-organized structural components (proteins) of the aortic wall that provide support and stabilize the wall. The exact cause is not fully known. Atherosclerosis (hardening of the arteries) is thought to play an important role in aneurysmal disease. Although there are rare instances where an infection or an injury causes femoral artery aneurysms, in general, they are caused by lifestyle factors. With the information available, it is not possible to determine what factors may have contributed to the reported aneurysm. Based on the information available for review, and without a lot number to conduct a DHR, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows; schellekens et al; superior mesenteric artery stent fracture leading to recurrent mesenteric ischemia, vasc endovascular surg 2011 45: 654. This is one of two products involved with the reported event. The associated manufacturing report numbers are 9616099-2013-00555 and 9616099-2013-00556.

Event description:
According to the publication by schellekens et al; superior mesenteric artery stent fracture leading to recurrent mesenteric ischemia, approximately 2 months after a patient was treated with three 7x24mm palmaz blue stents in the superior mesenteric artery (sma), computed tomographic angiography (cta) showed a false aneurysm and a type IV stent fracture of the proximal stent. In addition, significant stenosis with type iii fracture of another sma stent was found. The patient was treated by implanting a 6x38mm non-cordis covered stent. Ten months before implantation of the cordis stents, the patient had a percutaneous transluminal angioplasty with placement of a 7x15mm non-cordis stent of the celiac trunk for treatment of a proven chronic mesenteric ischemia (cmi). Ten months after, the patient required percutaneous recanalization of a long-segment occlusion due to ongoing cmi. Three 7x24mm palmaz blue stents were put in place of target lesion in the sma to treat cmi. Approximately two months, after admittance to the hospital for severe abdominal pain, an abdominal cta showed the above noted events and treatment. The stent was successfully implanted via a 9f sheath and femoral access. Abdominal cta performed 1 year after this procedure showed no signs of recurrent stenosis of the sma stent and successful exclusion of the false aneurysm.